Event description:
The patient complained of fatigue, consciousness problems, and syncope episodes. The patient was hospitalized, a computed tomography angiogram (cta) was done and outflow graft thrombosis was suspected. The patient had some trouble maintaining a stable international normalized ratio. The patient experienced increased pulsatility index (pi) events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the suspected outflow graft thrombus could not be confirmed through this evaluation. A direct correlation between the suspected thrombus and the reported patient symptoms could not be conclusively established. Additionally, a direct correlation between the device and the reported patient symptoms could not be conclusively established. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, is currently available. Section 1 of the IFU, "introduction," lists adverse events that may be associated with the use of heartmate 3 lvas. This section also addresses all pump parameters. Section 1 explains that the pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4, "system monitor", further explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an outflow graft obstruction managed by intravenous heparin which reduced obstruction 60% to 25%. The patient was discharged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.